Event description:
Reporter indicated that the pt's generator was eroding through the skin. There were no signs of infection, but the site reportedly looked "crusty." Further follow-up revealed that the pt's generator was explanted. It was reported that the surgeon nicked the outer sheath of the lead electrodes while explanting the generator, but the lead was not explanted. Neurosurgeon plans to explant the lead at a later date when he re-implants the pt with a new vns therapy system.